Manufacturer narrative:
On 2/13/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual inspection found no physical damage, however, upon further inspection, the shaft had a few points marked with a darker color. The product analysis has begun but has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The product has not returned for analysis, however, a picture(s) were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(6). (B)(4).

Event description:
A patient underwent an atrial tachycardia (at) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and a foreign material issue was encountered. It was reported that during the procedure, foreign matter was observed on the thermocool® smart touch¿ electrophysiology catheter when the physician opened the package. There are no details regarding the type of material observed. The product was not used on the patient. No patient consequences were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available, it will be reviewed and processed accordingly.

Manufacturer narrative:
A patient underwent an atrial tachycardia (at) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and a foreign material issue was encountered. It was reported that during the procedure, foreign matter was observed on the thermocool® smart touch¿ electrophysiology catheter when the physician opened the package. There are no details regarding the type of material observed. The product was not used on the patient. No patient consequences were reported. Device evaluation details: the device evaluation has been completed. The returned device was visually inspected, and it was found a darker color at the shaft surface. A fourier transform infrared spectroscopy test (ftir) was performed and the results showed that foreign material was primarily composed of a biological-based material, presumably blood. Then, the eeprom information from the catheter was read and it was found that the device was used on 12/19/2019 and the customer complaint was reported on 01/02/2020 meaning that the device was storage at the hospital 15 days after the usage of the catheter until the customer notice this issue. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint was confirmed since foreign material was observed on the shaft of the returned complaint sample. However, during the analysis it was determined that the foreign material is blood. The root cause of the blood found on the catheter cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures it could be related to the usage of the device during procedure. According with the evidence gathered, this issue could be related to mishandling of the device in the hospital, since the device was in fact used. The customer had also provided photos of the product complaint. The photos were evaluated and determined that catheter shaft and insertion tubing had foreign material. Based on the images alone, the customer¿s complaint was determined to be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # (B)(4).